Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 11:30 pm, the patient obtained a blood glucose reading of 427 mg/dl, and on (B)(6) 2012 at 1:00 am the readings of 526 mg/dl and 576 mg/dl. The patient did not experience any symptoms of high or low blood glucose levels. The patient took correcting bolus doses of insulin via the pump and also via syringe injections. The patient scheduled an office visit with his physician. The patient noted he was not certain he had calculated the correct amount of carbohydrates in his meals on (B)(6) 2012. During the troubleshooting telephone call, a review of the pump history revealed the patient's technique was incorrect by using too small amounts of insulin to prime the pump, which can lead to under-infusion of insulin. It was also revealed the pump was programmed with the default settings and target values, and it was not known if the patient's physician recommended using these settings, or if they were not correct for this patient. The patient's technique was incorrect by miscalculating carbohydrate amounts, and by incorrectly priming the pump. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia after this occurred, this complaint is being reported.